Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at nominal pressure on the first inflation. The lesion was located in the 99% stenotic, non-calcified, and non-tortuous proximal circumflex artery (cx). There were no patient complications, and the procedure was completed with another of the same device. Patient status was reported as 'good.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for batch 8791802 shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints to date.